Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured before reaching rated burst pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.